Event description:
Boston scientific received information that this patient experienced a syncopal episode. The cause of the syncope was determined to be loss of capture as a result of right ventricular (rv) lead dislodgement. Attempts were made to revise the lead, however, the helix mechanism was not functioning properly. As the lead was being explanted, the physician noted a pericardial effusion and the patient experienced 10 seconds of asystole. After the rhythm returned to normal and all patient measurements were appropriate, a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a thorough product analysis was performed. Visual inspection noted dried blood past the helix mechanism through the lumen, dried body tissue stuck in the housing, conductor coil deformation 214 mm from the terminal pin, a cut in the insulation 217 mm from the terminal pin and the insulation between the helix housing and the anode ring was stretched. This lead was confirmed to be electrically continuous.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.